Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic startright reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was low as 40 mg/dl. The customer's blood glucose was 55 mg/dl when he got to the hospital. The customer was advised that having the correct time and date is important for his basal rates. The customer declined to have his settings changed. The customer stated that he will discuss the pump with his doctor at the next visit.